Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Partially fired how was the bleeding controlled?? -suture sewing how much blood was lost (ml)? About 1000ml did the patient require a transfusion? Unknown is the current patient status known?? Good was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no it was reported that during the surgery, after fired, noted the staples malformed and bleeding occurred (about 1000ml). Hemostasis was achieved by hand suturing, and the surgery was completed. Did the patient suffer any adverse consequences? No.

Event description:
It was reported that during the unk surgery, could not fire. Another device was used to complete the procedure. No additional information can be provided.